Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery. Customer's blood glucose was over 600 mg/dl at the time of incident. Troubleshooting was declined by the customer and they indicated would call back later. No further details given.